Event description:
It was reported that during an unrelated hospitalization, a loss of capture was observed on the right ventricular lead. Device reprogramming was performed and capture was obtained in the bipolar setting. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.